Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, post-paced t-wave oversensing was noted. Device reprogramming was suggested to resolve the issue, but no further intervention was performed at this time. Patient was stable with no adverse consequences.